Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a noise pattern seen approximately one hour after implant, which the caller suspected was grommet noise. No further noise was seen overnight. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a noise pattern seen approximately one hour after implant, which the caller suspected was grommet noise. No further noise was seen overnight. The device remains in use. No patient complications were reported as a result of this event.